Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with heavy tortuosity and mild calcification. The 2.5 x 23 mm xience xpedition stent delivery system (sds) was advanced to the lesion and deployed without issue. During an attempt to remove the sds, the guide wire became caught at the exit port. No resistance was noted until the guide wire became caught at the exit port. It was observed that the exit port was jagged. The physician corrected the jag and the sds was removed. Post-dilatation was performed and another xience xpedition and xience prime were deployed with same guide wire, without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular appearance was able to be confirmed however the difficulty removing the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty to remove or irregular appearance reported from this lot. Based on the reviewed information, no product deficiency was identified.